Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks from the right ventricular (rv) lead. The rv lead had a sudden increase in impedance to greater than 2500 ohms and noise. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the right ventricular (rv) lead pacing impedance was out of range, undefined. The rv pace impedance was steady around 1000 ohms prior to (B)(6) 2000 ohms on (B)(6)varies between 1000 and greater than 3000 between the (B)(6) 2012. Also there was oversensing non-physiological/short interval counts (sic). There was noise and oversensing apparent on egm and interval plots. At least 51 ventricular non-sustained tachycardia episodes recorded on (B)(6) 2012 with v-v intervals less than 210ms. There was 231 episodes record (B)(6), 242 recorded (B)(6). Also there was 21830 v-sics since last session, average of 6814 v-sic/day. Also, there was an unexpected shock therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.